Event description:
During a cardiovascular procedure a phrenic insulator pad was used. The pad includes a radiopaque strip. The patient received an x-ray and the pad was not noted by either the physician assistant or the radiologist, as the strip did not appear in the x-ray. A foreign body was retained. Reason for use: coronary artery bypass graft.